Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Analysis of the device is in process; the results will be forwarded when available. (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion; device meets expected longevity.

Event description:
It was reported that the device went to elective replacement indicator (eri) prematurely. The device was explanted and replaced. No patient complications were reported as a result of this event.